Manufacturer narrative:
H6: investigation summary: bd received two 22 gauge insyte autoguard blood control units from lot 1006392 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical/mechanical damage to the devices. Next, the units were inspected under a microscope to detect any possible defects hidden from the naked eye. Microscopic inspection did not find any damage to the catheter tubing or any components. Therefore, based off the visual and microscopic inspection the engineer was unable to verify the reported issue. Since no defects were found during inspection a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that insyte autog bc blu 22ga x 1.0in was damaged. This occurred on 95 occasions. The following information was provided by the initial reporter: it was reported catheter damaged defective.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autog bc blu 22ga x 1.0in was damaged. This occurred on 95 occasions. The following information was provided by the initial reporter: it was reported catheter damaged defective.